Manufacturer narrative:
Reasonable attempts have been made to obtain additional event information from the user facility. However, none have been provided. If more information is provided, a follow-up report will be filed.

Event description:
It was reported that a patient sustained 2nd degree burns on the leg and thigh after a hair removal treatment with the vasculight hr laser.